Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. Functional testing did not confirm an air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient. During the procedure, the sheath was inserted into the heart and the non-abbott catheter (boston scientific orion catheter) was inserted into the sheath. When the sheath was flushed, air was aspirated. Air was aspirated several times but could not be pulled out. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air was found in the patient. No additional venipuncture was performed when the sheath was replaced.